Event description:
This is a report from baxter (B)(4) of a leak on the injection site. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been received by baxter for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4)

Manufacturer narrative:
(B)(4). The customer returned an actual sample for evaluation. Visual and functional testing was performed and the reported condition was not confirmed. A test was performed in which the set was attached to a catheter and then the set and the catheter were immersed in water, and no leakage point was identified. The production area also conducted a leak test on the sample received and there was not any leakages. A batch review was conducted and there were no deviations found during the manufacture of this lot. If additional information becomes available, a follow-up report will be submitted. (B)(4)